Manufacturer narrative:
(B)(6). (B)(4). The suspect device reported in this event was discarded by the user facility. The device history record was unable to be reviewed for this device since the serial/lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. The instruction manual (drawing number: (B)(4), revision number: 15) contains the following warnings: ·do not strike or crush the coil sheath during operation. Doing so can damage the distal end of the coil sheath, which could make it impossible to detach the loop after ligation. ·do not remove the loop from the hook while the coil sheath is not extended from the tube sheath. Otherwise, the loop may be tangled with the hook and become impossible to be removed. ·do not hold the loop with the distal end of the tube sheath while the loop is surrounding the tissue. Otherwise, when the tissue is ligated, the loop may be detached from the hook in the tube sheath and tangled with the hook. That may make the loop impossible to be removed. ·never use excessive force to operate the instrument. This could damage the instrument. In conclusion, a definitive root cause of the event could not be determined as the device was not returned for evaluation. Olympus will continue to monitor field performance for this device.

Event description:
Olympus received an incident report from (B)(6), with the report ¿polyloop failed to deploy due to break in the metal wire within the handle. Polyloop cutter used but snapped. Pliers used to access the wire and complete deployment of the loop.¿ there was no injury reported due to the event. Upon following up with the physician regarding the reported event, he revealed that the polyloop was placed at the base of the stalk of the polyp. The nurse advanced the slider to deploy, but it could not be deployed. The nurse tried again with force, which caused the metal wire in the handle to snap. A second scope was placed alongside the first scope to allow a loop cutter to release the first scope; however, using the loop cutter on the blue plastic part of the polyloop, the loop cutter malfunctioned and snapped open. Pliers were then used to cut the loop cutter at the base of the handle to release the scope. The second scope was removed with the loop cutter and the polyloop was cut at the base of the handle using pliers, allowing the physician to push the metal wire to free the loop. The physician confirmed the procedure was completed without injury to the patient.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be (B)(6) 2021. Investigation activities have been opened, to manage the actions related to this report and any required MDR reporting.